Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not explanted.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm) x-ray observation of less dense bone around the tibia prostheses during follow-up visits (3m fu). Modest alteration.

Manufacturer narrative:
An event regarding less dense bone around the tibia prostheses involving a tritanium baseplate was reported. Through the investigation it was confirmed that the baseplate was malpositioned. Method & results: device evaluation and results: not performed as no items were returned; they remain implanted. Medical records received and evaluation: there is a baseplate malposition with 14° of posterior tibial baseplate slope with radiolucent lines visible below the anterior and lateral baseplate sections at 6-months follow-up accompanied by loss of bone density in the anterior, medial and lateral proximal tibial bone area. The baseplate has an excessive posterior tibial slope of 14°. Under normal implantation conditions, this should never be more than 5°, usually between 0° - 5°. With posterior cruciate substituting (ps) knee designs some (up to 5° max) posterior tibial slope can be helpful to provide the post-cam mechanism of the implant with some working space and support the posterior rollback of the femur in flexion if there is no pcl to guide that. Multiple surgical factors have contributed to suboptimal fit between baseplate and tibial bone with the same factors contributing to a relative overload condition adversely influencing bone ingrowth conditions for a tritanium baseplate that has already critical bone ingrowth requirements". Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: review of the provided x-rays by a clinical consultant indicated: "there is a baseplate malposition with 14° of posterior tibial baseplate slope with radiolucent lines visible below the anterior and lateral baseplate sections at 6-months follow-up accompanied by loss of bone density in the anterior, medial and lateral proximal tibial bone area. The baseplate has an excessive posterior tibial slope of 14°. Under normal implantation conditions, this should never be more than 5°, usually between 0° - 5°. With posterior cruciate substituting (ps) knee designs some (up to 5° max) posterior tibial slope can be helpful to provide the post-cam mechanism of the implant with some working space and support the posterior rollback of the femur in flexion if there is no pcl to guide that. Multiple surgical factors have contributed to suboptimal fit between baseplate and tibial bone with the same factors contributing to a relative overload condition adversely influencing bone ingrowth conditions for a tritanium baseplate that has already critical bone ingrowth requirements". No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm) x-ray observation of less dense bone around the tibia prostheses during follow-up visits (3m fu). Modest alteration.